Manufacturer narrative:
Additional information: a record review was performed. A trend review showed there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). A review of the records related to this equipment shows the system met manufacturing release criteria. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. Complaint data does not show any significant change over historical complaint limits. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. Field service specialist visited account and system operation was verified and found within specifications. Application support specialist contacted account and the surgeon expressed that after talking to his colleagues the side cut issues he is experiencing could be as a result of not being completely applanated on the cornea and therefore the side cut is not complete. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a eyelash interfered with flap cutting in right eye and he was unable to lift the flap as a segment of it was not fully cut. Patient was converted to photorefractive keratectomy next treatment day. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Surgeon continue with left eye with no issues and decided to do excimer next treatment day. Bcva from (B)(6) 2015; right eye pre-op 20/20 -.50 x -.50 x 165; left eye pre-op 20/20 -.75 x -.50 x 18.